Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. Fmea ra2800010 rev 23 was reviewed for this investigation. The reported event is addressed in step #ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low flow rate issue. Per review of wo on 25feb2025, there was no patient involvement. Per follow up information received via mail on 10mar2025, the issue was zero flow rate problem. They repaired the device on the customer site and replaced a circulation pump. Issue was resolved.